Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2010 and continued to perform successful weekly auto self-tests up to the (B)(6) 2015. During this time the device recorded several temperatures below the recommended operating temperature range. Multiple manual power ups, two of ten minute duration where observed, between the (B)(6) 2015 and the final log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The random nature of events and the 10 minute time outs would confirm a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.